Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. It was noted that they had fallen and impacted the pacemaker implant site. The patient presented to the hospital with a heart rate in the 30 beats per minute range at arrival. Boston scientific technical services (ts) reviewed device data and noted that the presenting electrogram (egm) showed the device to be operating as programmed and there were no stored episodes corresponding with the patient symptoms. It was found that the device had recorded a low out of range pace impedance measurement a month prior, however this was unlikely related to this event. The system remains in service. No additional adverse patient effects were reported.